Manufacturer narrative:
Updated fields: d4, d8, d9, g1, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823148) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported a 67-year-old male patient (weight: 80 kg) who had ventriculoperitoneal shunt malfunction and drowsiness during the use of a hakim programmable valve (ID 823148) for hydrocephalus. On an unspecified date the patient experienced shunt malfunction that resulted in impaired cerebrospinal fluid (csf) flow dynamics, leading to a decline in the patient's sensorium (depressed level of consciousness). Despite multiple programming attempts, the desired pressure settings could not be achieved.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.